Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: 8543369.

Event description:
It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. System diagnostics recorded high impedances on one lead. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the lead that was attributed the to the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance issues and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.